Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, cgm displayed an inaccurate value. At the time of the call, patient reported sustaining no injuries and sought no medical intervention.